Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation had breached depression, was breached cut, and had cosmetic depression. The proximal conductor was distorted and had blood/body fluid (not obstructed). The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The guidetooth was damaged. There was tissue on the helix.

Event description:
The lead was returned to the manufacturer due to a system upgrade and subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.